Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime and system sensor test. Unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. Motor position encoder alarm noted in the alarm history screen. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The mother if a customer reported via phone call that her daughter's insulin pump alarmed motor error while priming and that the reservoir tube lip is broken. Customer does not recall any significant events leading to the error. Child's blood glucose was 126 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.